Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of the stimulation turning off on its own is not determined. The patient turned stimulation back on himself with their patient programmer. The patient is scheduled for an appointment at the hospital on (B)(6) 20 and the rep will be attending the appointment. The rep spoke to the patient on (B)(6) 2020 morning and they reported that patient had not experienced any instances of his device turning off since then. Patient has been checking it before they go to bed and when they wake up. On (B)(6)2020, the rep provided additional information stating that the therapy turns off by itself. When asked if the battery depletes, the rep stated that this is not what is happening. Therapy was charged last night up to 100% and was on. Sometime between 7am-8am it turned off by itself because it was off when he got to his appointment today. The rep reported reviewing the usage screen and february was 17%, jan was 79%, dec 11%, nov 8% oct 27%. Rep was advised to obtain medtronic report and get the rep who will send the technical services, and then will need to be decoded to look at button presses. There were no reports of power on reset (por). It was reviewed that going forward, patient should keep track of dates, times, events environment when therapy turns off. It was also stated that patient had difficulty recharging twice.

Manufacturer narrative:
The event date of (B)(6) 2020 is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported 3 events where the patient had stimulation on before going to bed and in the morning, stimulation was off. This happened within this past week and the patient charges daily. They do not use the antenna locate (al) feature and the patient did not check their stimulator before going to bed. It is unknown if the stimulation was already off before going to bed. They stated that when the patient woke up in the morning and used their patient programmer (pp) to check their ins battery statues, they noticed their stimulator was turned off. The rep advised the patient to check their stimulation status before going to bed and suggested a diary. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from manufacturer¿s representative (rep) reported the consumer was still having issues with the implantable neurostimulator (ins) was turning off. The rep met with the consumer and created a file from the consumer¿s recharger statistics. Preliminary data from the recharger from the last six recharge sessions dates from(B)(6) 2020 - (B)(6) 2020. Coupling varied from 1-8 coupling bars, averaging two. The ins battery level started at 50% and ended at 50% for three sessions and 75% for three session with time spent charging of three sessions 40 and 47 minutes along with three other sessions 3.6, and 13 minutes which didn¿t allow for enough time to move the ins battery level above 75%. The rep was going to work on placement troubleshooting and getting some adhesive discs to better hold the recharger antenna in place along with discussing charging time with the consumer.